Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system, model #: 39d-76x, serial #: (B)(4). Cool flow pump, model #: m-5491-01, serial #: (B)(4).

Event description:
During a left-sided ischemic vt ablation, the patient suffered a perforation and pericardial effusion. While ablating in the left ventricle at 50 watts (coolflow pump irrigation rate of 15ml/min), a drop in patient blood pressure was noticed. An echocardiogram was performed and the effusion was confirmed. The procedure was immediately aborted to perform pericardiocentesis. The patient was stable and remained in the ep lab for observation. Additional information was requested however, no further information was provided at this time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).